Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer's blood glucose was unknown. The customer mentioned that batteries were not lasting long in the insulin pump. The customer received the off no power alarm as well as the no delivery alarm. Troubleshooting for the low battery was done. Advised customer to clean the battery cap with a dry cotton swab and to inspect the battery cap as well as the battery compartment for corrosion and damage. Troubleshooting for the no delivery alarm could not be done because it was a past event. Advised customer to monitor the insulin pump and call back if problems or alarms recurred. Nothing further reported.